Event description:
The instrument was reported for an unknown reason.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for examination. After physical examination, the hudson adaptor presented 2 ball plungers with corrosion all around. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument was reported for an unknown reason.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for examination. After physical examination, the hudson adaptor presented 2 ball plungers with corrosion all around. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.